Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3998 lot# v004442, implanted: 2006 (B)(6), product type lead product ID 3708360 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID 3708360 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was unable to adjust stimulation and they received a "call your doctor" icon and power-on reset (por) message on their display. It was stated, the patient had turned their device off prior to a left hip replacement and had charged it fully prior to surgery. The patient reportedly received the por message when they tried to turn their device back on. The patient was advised on how to clear the por message and stated their stimulation was set at 2.25 volts and they felt appropriate stimulation.